Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with hysterectomy due to bladder and vaginal collapse and lower back pain. It was reported that following insertion the patient experienced severe abdominal pains, frequent urinary tract infections, unable to have intercourse due to severe pain caused by mesh and difficult and painful urination, further prolapse since having partial removal of mesh, she continues to have pain and problems with intimacy because of loss of sensation and some pain during intercourse, intermittent problems urinating, bladder and vaginal collapse, lower back pain, depression, anxiety and overall feeling of not being well. It was reported the patient underwent mesh adjustment in (B)(6) 2009 and underwent partial mesh removal in (B)(6) 2012. (B)(4) ¿ dyspareunia; loss of sensation; urinary problems; recurrent prolapse; painful urination.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04679. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to FDA: 11/07/2016. Additional information: age/date of birth, other relevant history, explant date. Additional narrative: it was reported that patient underwent excision of vaginal prosthetic mesh on (B)(6) 2012 by dr. (B)(6) due to dyspareunia.

Event description:
Details: it was reported that patient underwent excision of vaginal prosthetic mesh on (B)(6) 2012 by dr. (B)(6) due to dyspareunia.